Manufacturer narrative:
On the original event description, customer reported: 'when using an 8mm with one pad they were able to ablate up to 90 watts. Customer mentioned that the patient did get "singed" at the pad location.' However, during follow up with the customer, ' it was noted that the patient did not get singed nor burnt, there was a grayness around the hair, but she double checked the patient the following day and there was no burn on the skin. The patient was fine.' A review of the ept-1000xp cardiac ablation controller operator's manual 90067547, was performed and a precaution is indicated to always check that the dispersive indifferent patch (dip) electrodes are properly applied and that the connections are secure prior to initiating rf delivery. Similarly, the ept manual also states that when using a high power catheter, it is required that two disperse indifferent patch electrodes be used as the ablation return electrodes or skins burns may result. Based on the event description, the customer indicated that they used one ground pad and were able to ablate to 90 watts. The power setup at 90 watts would indicate that a high power catheter was used. There were no prior service history records nor similar of complaints found for this generator. Based on the details of the complaint analysis and the event description, the most probable root cause is user error. No trends have been identified and no escalation required. Device was not returned for evaluation

Manufacturer narrative:
A follow-up report will be submitted once investigation is completed. Device has not been returned for evaluation

Event description:
It was reported to boston scientific on (B)(6), 2011: 'when using an 8mm with one pad they were able to ablate up to 90 watts customer mentioned that the patient did get "singed" at the pad location.'

Event description:
It was reported to boston scientific on (B)(6), 2011: 'when using an 8mm with one pad they were able to ablate up to 90 watts customer mentioned that the patient did get "singed" at the pad location.' On (B)(6) 2011, received information from the customer: 'nancy said that the patient did not get singed or burnt, there was a grayness around the hair, but she double checked the patient the following day and there was no burn on the skin. The patient was fine.'